Manufacturer narrative:
Concomitant products: product ID 377760, lot# n0037424, implanted: (B)(6) 2005, product type lead; product ID 377760, lot# n0037437, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
Additional information received reported that the patient met with a manufacturer representative and the device was reprogrammed. The reporter stated that the device had been working ever since. No further information was reported.

Event description:
It was reported that the patient's implantable neurostimulator (ins) went off and on by itself and one side was not working consistently. The reporter indicated that the patient felt nothing when stimulation was turned up to 10v. However, when the patient turned it down to between 2v and 3v, he could 'feel it come on' when he moved 'just right.' It was noted that if the patient slept on a firm mattress, he had to turn stimulation down. The patient noticed that the ins came on when the charger was placed on it. However, the patient had never turned his ins off. The reporter stated that the patient noticed this right before (B)(6). There were no known accidents or incidents related to the complaint.